Manufacturer narrative:
If explanted; give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The lens remains implanted and the foreign materials are returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign material such as lint was found at the back of the zcb00v intraocular lens when it was implanted in the patient's eye. The foreign materials were removed during the irrigation/aspiration (I/a) procedure and discarded. No patient injury was reported. No additional information provided.